Event description:
Treatment of a right unruptured cavernous saccular aneurysm measuring 14mm x 6.5mm. During the procedure, it was reported that the first two pipelines became twisted and were removed from the patient. No injury was reported with the patient as a result of the procedure. Same event as MDR # 2029214-2013-00726.

Manufacturer narrative:
The marksman catheter and pushwire were returned for evaluation without the pipeline; therefore, the event cause could not be determined. (B)(4).